Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An administrator reported a corneal burn during a cataract extraction with intraocular lens implant procedure. A completed questionnaire by the surgeon indicated the event occurred during the phacoemulsification portion of the procedure. There was a repeated alarm with seven to eight phaco emulsification tips. The patient required a corneal patch graft procedure which is healing.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: "the customer reported a corneal burn occurred. The customer completed a questionnaire. The patient was a (B)(6) male with surgery on the right eye (od). The corneal burn occurred at the beginning of phaco during sculpting. The system alarm repeatedly sounded. The phaco tip was changed 7 or 8 times. There was no anterior chamber shallowing or collapse. The occlusion bell was noted during the event. The outcome of the event was noted as resolved with treatment. A corneal patch graft was required. The corneal patch graft is healing. In the surgeon's opinion the occlusion and dense lens material caused or contributed to the event. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively." Product evaluation: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).